Manufacturer narrative:
The reported event that locking screw axsos 3 ti 4.0mm / l50mm was alleged of 'component/device stuck' could be confirmed. Based on investigation, the root cause was attributed to be user related. The traces of plastic deformation on the thread on the one third of the screw length starting from the tip show that during insertion, something bothered the progression of the screw, probably a bone debris. As a reminder, it is stated in the IFU: "[...] * avoid surface damage of implants. Discard all damaged or mishandled implants.[...]" The device inspection revealed the following: the screw presents damage on the screw head where the screwdriver tip goes. The screw body presents scratches on the thread approximately at one third of the screw length going from the tip. The biggest damage present is located at the tip of the screw where the threads are destroyed probably because of the vice grip. A microscope inspection shows that the screw is straight. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported the locking screw was stuck in plate. The issue was resolved by spinning the stuck plate and screw off the bone. Then the screw was held with a vice grip and the plate spun off the screw. The plate was a proximal medial tibial plate, 6 hole left, 627706 that was involved was reused by the surgeon. The plate will not return for inspection. Screw was inserted to complete engagement on a screwdriver attached to an ao drill. When the surgeon desired a change in the plates orientation on the patient, he tried removing the screw and could not with a screwdriver attachment on a drill in reverse, nor a standard screwdriver. The screw threads appeared to strip at that point. Then the surgeon tries drilling the center of the screw out from the top. Finally it was removed using the method described in point 1.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported the locking screw was stuck in plate. The issue was resolved by spinning the stuck plate and screw off the bone. Then the screw was held with a vice grip and the plate spun off the screw. The plate was a proximal medial tibial plate, 6 hole left, 627706 that was involved was reused by the surgeon. The plate will not return for inspection. Screw was inserted to complete engagement on a screwdriver attached to an ao drill. When the surgeon desired a change in the plates orientation on the patient, he tried removing the screw and could not with a screwdriver attachment on a drill in reverse, nor a standard screwdriver. The screw threads appeared to strip at that point. Then the surgeon tries drilling the center of the screw out from the top. Finally it was removed using the method described in point 1.